Event description:
A malfunction was reported on the customer's pump, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, tandem technical support arranged for the shipment of a replacement pump and provided instructions on how to store the old pump before returning it. The customer was advised to use a backup pump in the meantime and confirmed understanding of the steps involved.